Manufacturer narrative:
Additional information: x-ray analysis: t6-l4 construct for stabilization of scoliotic deformity. Post op x-rays are provided. There is straightening of the lumbar and thoracic spine with a deformity in the coronal plane at l4. The instrumentation stops at the apex of the coronal deformity and a pedicle screw fracture at l3 is present. Root cause is surgical technique.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, post-op, screw broke in the pedicle. The patient was operated for spinal arthrodesis in first quarter of 2015, surgeon inspected at control exam in (B)(6) 2015 failure of implants. No patient complications were reported.